Event description:
Baxter (B)(6) received a report that an infusor had delivery stop during patient use. The device was filled with a solution of 21.7 ml paclitaxel and 30 ml saline. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 40 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Forced prime was attempted several times, but without success. Microscopic examination of the flow restrictor showed evidence of stubborn air bubbles trapped within the fluid pathway of the glass capillary. The root cause was determined to be stubborn air bubbles trapped within the lumen. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.